Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for 050 initializing screen without manual restart could not be confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Receiver is stuck on initializing screen, it shutdown and re-initialized continuously. An internal inspection was performed and it passed. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.